Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and correction to g2. Please see updates to d9, g2, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found the ceramic axle was broken and the insulation was damaged due to a massive hf current flashover, and the overload safety device was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s probable that the electric arc near the insulation occurred due to a massive hf current flashover, which caused unintended contact with other parts of the equipment. Additionally, it's likely this event was due to user handling. However, a final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that the sheath of the bipolar laparoscopic forceps is producing an electric arc in the isolation zone (ceramic). The intended procedure was a laparoscopic prostatectomy. The procedure was completed with another forceps. There was no patient injury or adverse event reported to olympus.